Event description:
The stop for the lag screw drill slipped so while they were drilling for the lag screw it did not hold and therefore drilled further then intended. Patient information not available.

Manufacturer narrative:
Evaluation summary: the returned device didn¿t match the report and the reported event (¿¿lag screw drill slipped¿¿) was not confirmed. The examination of the received step drill did not reveal any damage of the drill shaft or of the stopper. Scale stopper could be adjusted and fixed as intended. Function on the stopper unit (locking mechanism) in combination with the length gauge is fully given. Based on the above facts the root cause of the reported event is not related to a deficiency of the device and the exact root cause of the reported event could not be determined. No non-conformity was identified.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The stop for the lag screw drill slipped so while they were drilling for the lag screw it did not hold and therefore drilled further then intended. Patient information not available.